Event description:
It was reported that a user elected to discontinue the ilet and return to a prior pump after experiencing difficulty controlling both high and low blood glucose despite prior troubleshooting and education. Symptoms included hypoglycemia and hyperglycemia of unclear cause. Outcomes included a request to return the device for credit and cessation of use. Investigation included complaint intake, review by the clinical and field teams, and approval for return with accessories. Investigation of this case revealed no device alarms or malfunctions reported and no device component failure identified; the cause of the glycemic excursions remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence linking the device to the events. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.